Event description:
Indication: common variable immunodeficiency, unspecified pt reported broken freedom pump. Able to infuse most of infusion, but the second syringe was not given because something snapped inside pump when he tried to reset it. Ppt does not want make-up dose, and missed partial dose is negligible fer total monthly dosing. Md is unaware. No further information provided. Troubling shooting was not completed. Device is available for return. No adverse events reported. Pump serial number: (B)(6). Reported to cvs/caremark by pt/caregiver.